Event description:
The reporter indicated that the pt presented to the emergency room with an erratic pacing at a rate of 35-50 pulses per minute. Undersensing and intermittent capture was seen. An inquire attempt obtained the back-up reset message. Back-up appeared successful, but when the reporter attempted an inquire, telemetry, print, the back-up reset message was again received.